Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 49 mg/dl. The customer was treated with food for low blood glucose event. The customer also reported that they were experiencing high blood glucose. The customer's blood glucose level at the time of incident was 411 mg/dl. Customer's current blood glucose value was 104 mg/dl. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.